Event description:
It was reported that the user missed a meal announcement while using the ilet and subsequently experienced a blood glucose rise to 230 mg/dl, after which automated correction doses stacked with earlier light corrections and led to a low of 66 mg/dl. The event involved user operation factors consistent with an improper or incorrect procedure with oral glucose and meal intake used for correction. Symptoms included hyperglycemia without reported symptoms and shaking/tremors associated with hypoglycemia. Outcomes included unexpected medical intervention with medication required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem identified, characterized by failure to announce the meal that contributed to the sequence of hyperglycemia followed by hypoglycemia, with no device malfunction and involvement of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.